Event description:
The user facility reported that they were unable to retrieve a stent during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure as it had become lodged in the pt's anatomy. The pt returned the following day and the physician reportedly performed a second ercp procedure. The device reportedly broke at the proximal end when the physician attempted to remove the device from the pancreatic duct. Portions of the stent reportedly fell into the pt's duodenum, and were left to pass naturally. The pt was discharged from the hospital two days later. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the event. The physician stated that the flaps on the device had become imbedded in the pancreatic duct, therefore making removal of the device difficult. The device reportedly broke when the physician grasped the stent at the proximal end using an olympus braided snare (model unk) and attempted to remove the stent. Fragments of the device reportedly broke off and fell into the duodenum, and were not retrieved. The physician stated that the fragments would pass naturally. The device was successfully removed and discarded at the user facility. The cause of this phenomenon cannot be conclusively determined, and pt anatomy and/or user technique cannot be excluded as potentially contributory factors. The pbd-234-0708 instruction manual states: warning: when retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side hole or side flap as much as possible, and slowly withdraw it. If the part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps and/or the stent is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct. This report is being submitted as an MDR in an abundance of caution.